Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/28/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: inflammation/irritation. In response to FDA report number: mw5099284.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area", "inflammation, dry skin, rashes". Side was unspecified, this record represents the left side. Patient additionally reported "brain fog, memory loss, hair loss, incontinence, eye sight irregularities, mouth sores, frozen shoulder, unknown allergies, energy loss, tiredness, headaches, migraines"; these events are unrelated to the device. Device has been explanted.